Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a septal myomectomy procedure which was noted to have caused significant changes to the electrocardiogram. This patient received an inappropriate shock (ias) post procedure in which the vector was programmed to alternate. This patient recently experienced another ias which was noted likely due to clipping. The morphology was noted to be very wide. A lux dx monitor was likely going to be placed and this s-ICD to not be replaced. This s-ICD remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a septal myomectomy procedure which was noted to have caused significant changes to the electrocardiogram. This patient received an inappropriate shock (ias) post procedure in which the vector was programmed to alternate. This patient recently experienced another ias which was noted likely due to clipping. The morphology was noted to be very wide. A lux dx monitor was likely going to be placed and this s-ICD to not be replaced. Additional information received indicates that this s-ICD was suspected to exhibit premature battery depletion. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services (ts) recommended device replacement because of this anomaly. This s-ICD remains in service at this time. No adverse patient effects were reported.